Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that last month the patient noticed that if he leans his head to the right he is getting stim in the wrong location and it's not in his pain area anymore. Patient noted that they were implanted for pain and they are using a spinal cord stimulation device before and they worked well but stated they can't use them anymore in his neck so they found a doctor who would use deep brain stimulation devices for pain.